Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating the device "was getting hot and squealing loudly." The device was being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.